Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced pain and fever and nausea and had a surgical procedure on (B)(6) 2017 due to adhesions to the bowel and abdomen. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent removal of the proceed mesh on (B)(6)2017. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/04/2019.